Event description:
According to the reporter: during surgery, the clips were placed correctly on the tissue. The next day the pt became septic and during re-laparoscopy, it appeared that the clips moved from the cystic duct and had caused a lot of bile leakage.

Manufacturer narrative:
(B)(4)